Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The cause for the failure and the reported messages was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing "add gel" messages in the absence of a prior gel release.